Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the connection of the electrical contacts interrupting the image due to the loose connection of the s cable or the corrosion of the electrical contacts. Approximately 10 years have passed since the device was manufactured, and it is likely that the cable connector connection became loose due to wear of the video out (y / c) terminal from repeated use for a long period of time.

Manufacturer narrative:
The device referenced in this report was not returned to olympus. It was reported that the device began working properly. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The image on the video system was intermittent going in and out. No patient harm or injury occurred due to this malfunction.